Manufacturer narrative:
Summary of findings: reported problem was verified in the lab ¿ the battery was unable to charge either in heartstart mrx device or a cadex charger. The cadex charger throwed error message ¿fail: 128 ¿ soft battery ¿ displayed on the charger¿s screen.

Event description:
It was reported that the device's battery won't hold charge. There was reportedly no patient involvement.

Event description:
It was reported that the device's battery won't hold charge. There was reportedly no patient involvement. There was no reported patient involvement.